Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative results when using bd kit veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 1155088. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Returned product testing could not be completed a samples are expired. There are no current trends against false negative results. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that customer reports one false negative results that confirmed positive by pcr. Kit lot# 1155088, exp: 10/29/21. Is the customer reporting a false positive or false negative? False negative. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. How many specimens were discrepant (fp or fn)? 1 fn. Was the patient(s) symptomatic when tested on the veritor plus analyzer: yes. Were patients symptomatic or asymptomatic? Symptomatic. Screening test ¿ no known exposure? Yes. Screening test - known exposure that is currently asymptomatic? Yes. Asymptomatic but dr recommended testing? Yes.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Confirmatory testing was performed using pcr test method and the result was positive. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that customer reports one false negative results that confirmed positive by pcr. Kit lot# 1155088, exp: 10/29/21. Is the customer reporting a false positive or false negative? False negative. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Analyzer. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. How many specimens were discrepant (fp or fn)? 1 fn. Was the patient(s) symptomatic when tested on the veritor plus analyzer: yes. Were patients symptomatic or asymptomatic? Symptomatic. Screening test ¿ no known exposure? Yes. Screening test - known exposure that is currently asymptomatic? Yes. Asymptomatic but dr recommended testing? Yes.